Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional suspect medical device component involved in the event: model number/catalog number: db-4600-c, serial number: n/a, batch/lot number: 38032506, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a dbs implant procedure after which it was discovered via computerized tomography (CT) imaging that the lead had migrated 8.5 mm. The physician believed that the burr hole cover did not properly hold the lead in place. Therefore, the patient was hospitalized and underwent a revision procedure during which the lead and the burr hole cover were replaced. The patient has been discharged from the hospital and has since recovered postoperatively.